Event description:
It was reported that during a surgical procedure to replace the patient's ipg on (B)(6) 2024, one of patient's leads was cut by the physician and replaced with a new one. Investigation was unable to determine which lead was at fault. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000075438.